Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch verio iq meter gave two error 1 messages. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the issue began on (B)(6) 2015 at 12.15pm. The patient manages her diabetes with pills, diet and/or exercise. The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged going to the swimming pool, on (B)(6) 2015 at 12.30, she went to test before taking exercise and obtained an error 1 message she decided to go into the pool anyway. The patient claims she developed symptoms of ¿she felt bad sweat and in trouble¿ an hour later when she finished her exercise. The patent alleged self-treatment with more food and/or drink on (B)(6) 2015 at 13.20pm. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.